Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient .

Event description:
The customer received a questionable result from a coaguchek xs meter. The serial number was requested but was not provided. The result from the meter was 4.8 inr. The result from another roche meter in the surgery area was 3.4 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.